Event description:
It was reported by service report that the brakes would not engage on the footend of the stretcher. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Slotted spring pin.